Event description:
Telemetry monitor technician altered nurse that pt's heart rate had dropped to 30. Nurse found pt attempting to get into bed and appearing pale with light respirations. A respiratory arrest code was called. Nurse noticed that one of the .080 " ventricular pacemaker leads was detached from the external pacemaker connector pin receptacle. The nurse reattached the lead to the pacemeker and pt was v-paced to a heart rate of 60. The pacing leadwires were connected directly into the pacemeker connector pin receptacles rather than in conjunction with a model 5433v pt cable which locks into the pacemaker and locks the connecting pins. Biomedical engineering rec'd occurrence report 04/16/99.